Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("possible breakage of the right essure micro-insert / device breakage"), device dislocation ("the right essure micro-insert had begun to migrate into her uterus / migration of essure device location of device: abdominal cavity"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal") in a 33-year-old female patient who had essure (batch no. 12355819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the right essure® micro-insert was found to be bent". The patient's past medical history included anxiety, depression and headache. Previously administered products included for an unreported indication: birth control from 1997 to 5-oct-2008. Past adverse reactions to the above products included contraception with birth control. Concurrent conditions included obesity. Concomitant products included alprazolam (xanax) from 2001 to 2014, atorvastatin since 2014, cilest (tri-sprintec) since january 2016, clonazepam (clonopin) since 2014, duloxetine hydrochloride (cymbalta), lisinopril since 2015 to october 2017, paroxetine hydrochloride (paxil) from 2001 to 2006, tapentadol hydrochloride (nucynta) from october 2015 to august 2016, tramadol since 2014 and vicodin since october 2008 to 2009. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient experienced weight increased ("weight gain / weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced migraine ("migraines / migraines ") and headache ("headaches / headaches"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced depression ("depression / depression") and anxiety ("anxiety / anxiety"). In 2011, the patient experienced mental disorder ("psychological problems"). On (B)(6) 2013, the patient experienced rash ("rashes / rashes or skin conditions type: occasional rashes") and rash pruritic ("itching / rashes or skin conditions type: itching "). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with cetirizine hydrochloride (zyrtec), surgery (total da vinci sie laparoscopic hysterectomy ,bilateral salpingo-oophorectomy), surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (d&c and hysteroscopy with thermal balloon ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, migraine, headache, dyspareunia, rash and rash pruritic outcome was unknown, the depression and anxiety had resolved, the fatigue and mental disorder was resolving and the weight increased had not resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, mental disorder, migraine, rash, rash pruritic, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Abdominal x-ray - on 8-feb-2016: possible breakage of the right essure micro-inser hysterosalpingogram - on 8-jan-2009: confirming full occlusion of fallopian tubes pregnancy test urine - on 6-oct-2008: negative on 05-may-2016, surgical pathology report showed "uterus, cervix, bilateral fallopian tubes and essure devices" is a 47-g, 6.8 x 2.8 x 2.5-cm uterus with attached bilateral fimbriated fallopian tubes. Approximately 1.5 cm from the left isthmus, the fallopian tube displays a 0.5-cm area of cautery exposing a portion of metal wire, consistent with essure device. The left fallopian tube measures 6 cm long x0.6cm in diameter, at fimbriated end is a 0.7cm intact para tubal cyst and 1 cm portion of nodular., yellow fat, sectioning reveals a stellate lumen, the right fimbriated fallopian tube measures 6.7cm in legthx0.7cm in diameter and sectioning reveals a stellate lumen, both the right and left fallopian tubes contain essure devices. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirmaing abdominal pain, pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("possible breakage of the right essure micro-insert / device breakage"), device dislocation ("the right essure micro-insert had begun to migrate into her uterus / migration of essure device location of device: abdominal cavity"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal") in a 33-year-old female patient who had essure (batch no. 12355819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the right essure® micro-insert was found to be bent". The patient's past medical history included anxiety, depression and headache. Previously administered products included for an unreported indication: birth control from 1997 to (B)(6) 2008. Past adverse reactions to the above products included contraception with birth control. Concurrent conditions included obesity. Concomitant products included alprazolam (xanax) from 2001 to 2014, atorvastatin since 2014, cilest (tri-sprintec) since (B)(6) 2016, clonazepam (clonopin) since 2014, duloxetine hydrochloride (cymbalta), lisinopril since 2015 to (B)(6) 2017, paroxetine hydrochloride (paxil) from 2001 to 2006, tapentadol hydrochloride (nucynta) from (B)(6) 2015 to (B)(6) 2016, tramadol since 2014 and vicodin since (B)(6) 2008 to 2009. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient experienced weight increased ("weight gain / weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced migraine ("migraines / migraines") and headache ("headaches / headaches"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced depression ("depression / depression") and anxiety ("anxiety / anxiety"). In 2011, the patient experienced mental disorder ("psychological problems"). On (B)(6) 2013, the patient experienced rash ("rashes / rashes or skin conditions type: occasional rashes") and rash pruritic ("itching / rashes or skin conditions type: itching"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with cetirizine hydrochloride (zyrtec), surgery (total da vinci sie laparoscopic hysterectomy ,bilateral salpingo-oophorectomy), surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (d&c and hysteroscopy with thermal balloon ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, migraine, headache, dyspareunia, rash and rash pruritic outcome was unknown, the depression and anxiety had resolved, the fatigue and mental disorder was resolving and the weight increased had not resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, mental disorder, migraine, rash, rash pruritic, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Abdominal x-ray - on (B)(6) 2016: possible breakage of the right essure micro-insert. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes pregnancy test urine - on (B)(6) 2008: negative. On (B)(6) 2016, surgical pathology report showed "uterus, cervix, bilateral fallopian tubes and essure devices" is a 47-g, 6.8 x 2.8 x 2.5-cm uterus with attached bilateral fimbriated fallopian tubes. Approximately 1.5 cm from the left isthmus, the fallopian tube displays a 0.5-cm area of cautery exposing a portion of metal wire, consistent with essure device. The left fallopian tube measures 6 cm long x0.6cm in diameter, at fimbriated end is a 0.7cm intact para tubal cyst and 1 cm portion of nodular., yellow fat, sectioning reveals a stellate lumen, the right fimbriated fallopian tube measures 6.7cm in legthx0.7cm in diameter and sectioning reveals a stellate lumen, both the right and left fallopian tubes contain essure devices. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming abdominal pain, pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: update of quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("possible breakage of the right essure micro-insert / device breakage"), device dislocation ("the right essure micro-insert had begun to migrate into her uterus / migration of essure device location of device: abdominal cavity"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal") in a 33-year-old female patient who had essure (batch no. 12355819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the right essure® micro-insert was found to be bent". The patient's past medical history included anxiety, depression and headache. Previously administered products included for an unreported indication: birth control from 1997 to (B)(6) 2008. Past adverse reactions to the above products included contraception with birth control. Concurrent conditions included obesity. Concomitant products included alprazolam (xanax) from 2001 to 2014, atorvastatin since 2014, cilest (tri-sprinted) since january 2016, clonazepam (clonopin) since 2014, duloxetine hydrochloride (cymbalta), lisinopril since 2015 to october 2017, paroxetine hydrochloride (paxil) from 2001 to 2006, tapentadol hydrochloride (nucynta) from october 2015 to august 2016, tramadol since 2014 and vicodin since october 2008 to 2009. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient experienced weight increased ("weight gain / weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced migraine ("migraines / migraines ") and headache ("headaches / headaches"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced depression ("depression / depression") and anxiety ("anxiety / anxiety"). In 2011, the patient experienced mental disorder ("psychological problems"). On (B)(6) 2013, the patient experienced rash ("rashes / rashes or skin conditions type: occasional rashes") and rash pruritic ("itching / rashes or skin conditions type: itching "). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with cetirizine hydrochloride (zyrtec), surgery (total da vinci sie laparoscopic hysterectomy ,bilateral salpingo-oophorectomy), surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (d&c and hysteroscopy with thermal balloon ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, migraine, headache, dyspareunia, rash and rash pruritic outcome was unknown, the depression and anxiety had resolved, the fatigue and mental disorder was resolving and the weight increased had not resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, mental disorder, migraine, rash, rash pruritic, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Abdominal x-ray - on (B)(6) 2016: possible breakage of the right essure micro-inser hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes pregnancy test urine - on (B)(6) 2008: negative on (B)(6) 2016, surgical pathology report showed "uterus, cervix, bilateral fallopian tubes and essure devices" is a 47-g, 6.8 x 2.8 x 2.5-cm uterus with attached bilateral fimbriated fallopian tubes. Approximately 1.5 cm from the left isthmus, the fallopian tube displays a 0.5-cm area of cautery exposing a portion of metal wire, consistent with essure device. The left fallopian tube measures 6 cm long x0.6cm in diameter, at fimbriated end is a 0.7cm intact para tubal cyst and 1 cm portion of nodular., yellow fat, sectioning reveals a stellate lumen, the right fimbriated fallopian tube measures 6.7cm in legthx0.7cm in diameter and sectioning reveals a stellate lumen, both the right and left fallopian tubes contain essure devices. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming abdominal pain, pelvic pain, depression. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events per pfs: psychological problems-condition was added as ana event, outcome of the events were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("possible breakage of the right essure micro-insert") and device dislocation ("the right essure micro-insert had begun to migrate into her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the right essure® micro-insert was found to be bent". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety"), rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, migraine, headache, dyspareunia, depression, anxiety, rash, pruritus, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pruritus, rash, uterine pain and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: possible breakage of the right essure micro-insert hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("possible breakage of the right essure micro-insert / device breakage"), device dislocation ("the right essure micro-insert had begun to migrate into her uterus / migration of essure device location of device: abdominal cavity"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal") in a 33-year-old female patient who had essure (batch no. 12355819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the right essure® micro-insert was found to be bent". The patient's past medical history included anxiety, depression and headache. Previously administered products included for an unreported indication: birth control from 1997 to (B)(6) 2008. Past adverse reactions to the above products included contraception with birth control. Concurrent conditions included overweight. Concomitant products included alprazolam (xanax) from 2001 to 2014, atorvastatin since 2014, cilest (tri-sprintec) since january 2016, clonazepam (clonopin) since 2014, duloxetine hydrochloride (cymbalta), lisinopril since 2015 to october 2017, paroxetine hydrochloride (paxil) from 2001 to 2006, tapentadol hydrochloride (nucynta) from october 2015 to august 2016, tramadol since 2014 and vicodin since october 2008 to 2009. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient experienced weight increased ("weight gain / weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced migraine ("migraines / migraines ") and headache ("headaches / headaches"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced depression ("depression / depression") and anxiety ("anxiety / anxiety"). On (B)(6) 2013, the patient experienced rash ("rashes / rashes or skin conditions type: occasional rashes") and pruritus ("itching / rashes or skin conditions type: itching "). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with cetirizine hydrochloride (zyrtec), surgery (total da vinci sie laparoscopic hysterectomy ,bilateral salpingo-oophorectomy), surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (d&c and hysteroscopy with thermal balloon ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, migraine, headache, dyspareunia, rash, pruritus and weight increased outcome was unknown and the depression, anxiety and fatigue had not resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pruritus, rash, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Abdominal x-ray - on (B)(6) 2016: possible breakage of the right essure micro-inser hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes pregnancy test urine - on (B)(6) 2008: negative on (B)(6) 2016, surgical pathology report showed "uterus, cervix, bilateral fallopian tubes and essure devices" is a 47-g, 6.8 x 2.8 x 2.5-cm uterus with attached bilateral fimbriated fallopian tubes. Approximately 1.5 cm from the left isthmus, the fallopian tube displays a 0.5-cm area of cautery exposing a portion of metal wire, consistent with essure device. The left fallopian tube measures 6 cm long x0.6cm in diameter, at fimbriated end is a 0.7cm intact para tubal cyst and 1 cm portion of nodular., yellow fat, sectioning reveals a stellate lumen, the right fimbriated fallopian tube measures 6.7cm in legthx0.7cm in diameter and sectioning reveals a stellate lumen, both the right and left fallopian tubes contain essure devices. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirmaing abdominal pain, pelvic pain, depression. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events added from pfs- vaginal hemorage, fallopian tube perforation. Lot number 12355819, historical drug added. On 27-feb-2018: medical records was received. Reporter information added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.